Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) experienced a large hematoma over their device pocket. The patient was prescribed medication to address this, and the crt-d continues to remain implanted and in service. No additional adverse patient effects were reported.